Manufacturer narrative:
The actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device got hot while in use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the motor thermistor, noise, temperature assessments at pretest. It was further determined that the dc (direct current) motor bearings were worn out causing all of the stated failures. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.